Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a patient regarding their implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that yesterday the healthcare provider (hcp) found the patient's therapy was turned off for almost three weeks. The caller stated the therapy turned off for a week or two unexpectedly once before in july. The july instance occurred when the patient had some medical tests done, eegs and ekgs. They thought the hcp forgot to turn the stimulator back on. The patient also inquired about patient programmer interaction and stated the patient has a large outboard motor for their boat and inquired about interaction. No further complications were reported as a result of this event.